Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues arose. The caller acknowledged the instructions and opted to reload the cartridge independently.